Manufacturer narrative:
(B)(4).the device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the cuff would not inflate during use.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to standard operating methods. The device was received and observed to be used but there was no physical damage to the device. The dimensional inspection did not show any abnormalities. The device was functionally tested with a standard syringe by inflating 60cm of water and the cuff pilot indicator was at the green zone. This shows the cuff pilot valve is functioning as intended. The reported complaint cannot be confirmed as the device passed the functional testing by inflating and deflating with no issues. The reported failure may be due to the method of use of the device.

Event description:
The event is reported as: the customer alleges the cuff would not inflate during use.